Event description:
It was reported that the customer experienced a blood glucose (bg) level of 537 mg/dl. The cause was not known. Customer received third party assistance from medical staff, who provided saline and insulin via intravenous therapy (IV). Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.